Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2007. During programming on (B)(6) 2007 it was reported that the patient programmer would not communicate with the ipg. The programmer would only display an error message. A replacement programmer did not resolve the issue. X-rays were taken on (B)(6) 2007 which confirmed that the ipg had flipped. The ipg was repositioned on (B)(6) 2007. No product was returned to ans for analysis. No additional events have been reported since the ipg was repositioned.